Event description:
Complainant alleged that while attempting to defibrillate a male, pt, in cardiac arrest, the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.